Event description:
It was reported that after a da vinci-assisted prostatectomy-simple transvesical surgical procedure, single port (sp) monopolar cautery instrument tip broke off after the procedure when the surgical tech was removing the spatula tip. The spatula tip was thrown away by the tech. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The instrument was inspected prior to use. The surgical task was being performed when the issue occurred was the surgical tech was removing the spatula tip from instrument when it broke off, said she didn¿t think to save the spatula tip for analysis and threw it away. The contact person did not believe the instrument did not collide with any other instrument. The incident did not involve a fragment falling inside the patient. There were no tests like an x-ray or ultrasound performed to check for remaining fragments. The patient has not returned to the hospital due to the experiencing any complication related to retaining a foreign object. Patient demographics were not provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken tube adapter. The broken piece was not returned and measures approximately 3.85mm x 2.25mm in size. The instrument was found to have a broken conductor wire at the distal end at the tube adapter. No signs of thermal damage were observed. The conductor wire broke as result of the break in the tube adapter. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.